Event description:
The customer contacted beckman coulter, inc (bec) to report an erroneously elevated t-uptake pt sample result generated on their access 2 immunoassay sys. The erroneously elevated t-uptake result was not reported outside of the lab. There was no impact to pt treatment associated with this event. Upon repeat testing of the pt sample, lower t-uptake results were obtained which were within the lab's reference range. Qc results were within the lab's established ranges both prior to and after the event. A recently performed sys check yielded results which were within instrument specs.

Manufacturer narrative:
A field svc engineer (fse) was dispatched to the customer's site. The fse observed salt deposits around the precision pump. The fse replaced the seals and rebuilt the pump. The fse performed a precision test which yielded results within the assay's precision claims. The fse performed a diagnostic sys check which passed within instrument specs. All repairs were verified per established procedures. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events.